Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the biomed was testing the external pulse generator (epg) with a netek analyzer and was seeing odd sensing light behavior. The epg is no longer serviced. The status of the epg is unknown. There was no patient involvement.